Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the left ventricular lead had dislodged which resulted in loss of capture. The lead dislodgement was confirmed by x-ray. The lead was explanted and replaced with an epicardial lead due to difficulty with the original implant. The patient was in a stable condition.